Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/jan/2011, 17/july/2013, and 25/apr/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
The patient reported right side "severe breast pain". Patient additionally reported a "deflation" of a silicone implant and it "does not feel right and looks smaller". No treatment or surgical intervention indicated. Later, patient called to report "capsular contracture baker grade iii". Healthcare professional called to report an implant "exchange due to the patient's concern with the product". Later healthcare professional reported "the implant was ruptured". Device was explanted.